Event description:
During an orif humerus fracture, the surgeon implanted a screw into a plate and realized the screw was too long for implantation. The surgeon attempted to remove the implanted screw from the plate with the stardrive screwdriver. The screw head became stripped and the screwdriver incurred rounded corners rendering it useless. The surgeon then used an extractor to remove the suspect screw. The extractor tip broke during the attempted removal. Subsequently, the surgeon utilized a saw to cut the screw head in order to remove the plate. The screw remained locked to the plate after removal. Surgeon implanted replacement hardware. Additional 35 minutes were added to the procedure. All parts and fragments were reportedly retrieved from operative site. This is # 2 of 4 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The device history record was reviewed and no issues were found during manufacture that would contribute to this complaint condition.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates: the stardrive tip was deformed on the returned t-15 screwdriver. The deformation is not associated with manufacturing. Relevant checks were performed on the returned instrument and passed with the exception of the deformation of the stardrive tip. The damage to the stardive tip occurred during use. Because the relevant checks passed and the damage to the stardrive occurred in the field this complaint is invalid.